Manufacturer narrative:
No conclusions can be made. The degree to which the 3dmax mesh implant used to treat the patient, may have caused, or contributed to the reported hernia recurrence or ongoing symptoms is unknown. Pain and hernia recurrence are listed as possible complications in the adverse reaction section of the instructions-for-use, provided with the device. The warning section states, "to prevent recurrences when repairing hernias, the mesh should be sized with appropriate overlap for the size and location of the defect, taking into consideration any additional clinical factors applicable to the patient. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the 3dmax mesh (device #2). Additional emdr' s were submitted to represent the 3dmax mesh (device #1), ventralex mesh (device #3) and ventralex mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (B)(4) in summary: on (B)(6) 2017 ¿ patient underwent bilateral inguinal hernia repair by laparoscopy with the insertion of a 3d prosthesis (bd/bard 3dmax mesh device #1 and device #2) and resorbable staples. Patient had persistent left groin and umbilical pain, swelling and constipation. On (B)(6) 2017 - ultrasound showed persistence of a small, vaguely inflamed scar in the periumbilical region, it appears that the left inguinal mesh has been displaced and is now in a vertical oblique position with fluid collection around it, causing the clinical impression of a painful swelling. On (B)(6) 2017 - patient was diagnosed with recurrent bilateral inguinal hernia because hyper-pressure mobilized the previous prostheses, resulting in an external oblique recurrence. Following dissection of the hernia sac and epigastric vessels, the original prosthesis (3d) was reinserted and ventralex mesh was implanted around the recurrence sac and sutured. The same procedure was performed on the both sides (bd/bard ventralex mesh device #3 and device #4) . On (B)(6) 2017 - cortisone injection provided to manage chronic pain. On (B)(6) 2017 - CT - small, asymptomatic umbilical hernia. On (B)(6) 2017 - us no hernia recurrence. On (B)(6) 2017 - cortisone injection provided to manage chronic pain. On (B)(6) 2017 - patient had a gynaecological follow-up and noted persistent pain in the inguinal region. The surgeon noted two hardened cords which, when palpated, reproduce the pain felt by the patient, possibly due to prosthetic retraction. On (B)(6) 2018 - patient was started on lyrica for pain. On (B)(6) 2018 - inguinal us - no hernia recurrence. Slightly irregular appearance of the left hernial orifice with slightly thickened prosthetic material. Current condition of the patient: persistent and chronic pain to date, causing difficulties at work, in daily life and psychologically (depression). Stopped playing sport in his fifties: any abdominal effort (light physical exercise), light jogging, causes intense pain in the pubic area. The psychological consequences are sport, which was a stress reliever and made me feel good, is no longer possible. Consequences on weight: difficulty maintaining a stable weight. Consequences on the back: no more weight training to maintain the spine. Actions taken in the healthcare facility to treat the patient: nr this report represents the 3dmax mesh right (device #2).